Event description:
A malfunction was reported where a high blood glucose level of 207 mg/dl was detected using a continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the high glucose level with a correction bolus via pump, and tandem technical support instructed the customer on inspecting the site and tubing. Large air bubbles were found in the tubing, and the customer was guided to remove them using the fill tubing feature. The customer acknowledged the instructions and understood the need to replace supplies as necessary and resume insulin.